Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During a lumbar drainage procedure on a female patient, "the guide wire of the kit skimmed in the catheter during release procedure after insertion and the guide wire did not leave the catheter". The medical staff checked the guide wire and it was extended in length. When the medical staff could not release it from the catheter, they totally removed the kit from the patient and replaced it with a new one. There was no patient injury or death alleged. The event led to a 30 minute increase in surgery time. Add'l info has been requested.